Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the needle fell out of the thread (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify could you kindly provide the lot number, please? Please provide the source or name of person providing answers to follow-up questions.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2025 and a barbed suture was used. During the procedure, the needle fell out of the thread. There were no adverse patient consequences reported. Additional information was requested.